Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door alarm, which was reproduced. The door not fully latched messages were found to be caused by pulled threaded inserts from front cause which was allowed separation between front case and mechanical assembly resulting in excessive force being required to close door. The front case assembly was replaced.